Event description:
Narrative from staff: dr. Was using c-arm and looking very closely at images, the left side did not seem to be accepting the contrast dye and he could see something else on his images. After further investigation with a semi rigid ureteroscopy it was discovered that there was a blue like object in the proximal to distal third of the ureter. Md was given an alligator forceps and the object was removed. A left stent was placed. Of important note the patient had a perc neph on [date redacted] the day before this procedure. Narrative from operative report: given the length of the case and the poor access at this point I decided to place a stent and nephrostomy tube and finish the procedure and likely bring patient back another day to get the rest of the stone. We are able to place a 6 x 26 double-j stent in antegrade fashion over the amplatz wire and upon removing the wire the stent appeared to be in good position with the proximal curl in the left upper pole renal calyx and the distal curl in the bladder.